Event description:
It is alleged that during a case the distal clevis became detached from the instrument and could not be removed easily via the instrument trocar. It was reported that the left instrument arm was detached from the cannula and was carefully removed out of the cannula with no harm to the patient.